Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following scs implant on (B)(6) 2024 patient lost feeling in legs and patient went back to hospital wherein it was determined that patient developed an epidural hematoma. As a result, surgical intervention was undertaken wherein hematoma was decompressed, patient was able to walk and also went to rehab to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.